Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she received a steroid shot the day before and since then her blood glucose readings have been high. Customer's blood glucose readings begun to go up yesterday and they went from 243 mg/dl to 453 mg/dl. Customer stated that her boluses for the high and the bolus will bring her down a little bit, however still remains high. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No further information reported.